Event description:
After the ventilator was upgraded, the ventilator was connected to the pt. The customer reports that the safety relief valve opened. The low expiratory alarm activated. There was no pt injury.